Manufacturer narrative:
It was reported that a towel was left inside the patient and that "there was no issue with the towel". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Or towel left in patient.